Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging strip issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. A secondary issue was also noted; when test strips were tested with control solution, an error 3 was observed with no assignable cause found. A tertiary issue was also noted; the test strip vial was found to be from a different lot to strip carton. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2. This supplemental is being sent to correct information that was submitted previously within the narrative of follow up #1. Sentence should state ¿ a secondary issue was noted; when test strips were tested with control solution, an error 4 was observed with no assignable cause found.